Event description:
A handheld computer was returned to the manufacturer from a clinic, because it was not used anymore. No complaints against performance was reported. During the shipment process of that device, it was noticed that the battery was swollen and the battery cover was bend when closed. Review of manufacturing records confirmed that the handheld computer passed all functional tests prior to distribution. Analysis of the returned handheld computer was completed and that event was verified. During the analysis, it was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on (this condition can also cause the handheld to power off intermittently). No further anomalies were identified.